Event description:
It was reported that during the implant procedure, there was excessive stress on the left ventricular (lv) lead during insertion of the wire and stylet. The stylet was removed and the wire was inserted without anomaly and the lead was then placed. The lead was tested and noise was detected at the time of pacing and sensing, along with low pacing impedance measurements. The possibility of grounding potential or outside noise as the source was considered, so the analyzer cables and power source were changed, however, the noise persisted. Then, damage from insertion of the wire was suspected and the lv lead was explanted and replaced with a different lv lead. However, the replacement lead also showed oversensing of noise, which was deemed to be triggered by outside noise and the lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.